Event description:
Customer reports: one broke out in a rash after donning the glove.

Event description:
Customer reports one broke out in a rash after donning the glove. Note: no medical intervention was required.